Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter tested in settings mode. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 11:00pm. The patient also alleged that the subject meter tested in memory mode. The patient manages his diabetes with self-adjusting insulin. The patient stated that he took his usual dose of humalog and lantus medication (including sliding scale) on (B)(6) 2015 at 11:00pm in response to the alleged product issues. The patient claimed to have developed the symptoms of "sweatiness and anxiety" approximately 20 minutes after the alleged product issues began; however, he denied that he received medical treatment. At the time of troubleshooting, the csr noted that the subject meter was being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed the symptom of "sweatiness" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.